Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation/thrombosis requiring medical intervention. Device issue: partial stent deployment. It was reported that there was a significant waist noted after a 3.5x18 mm xience was deployed at 18atm, so a 3.5x12 mm voyager nc was used at 23 atm to try and fully expand the stent. A perforation was observed and a 3.5x20 mm voyager was used for prolonged inflations which was not successful in sealing off the perforation. So a 3.0x16 mm graftmaster was implanted inside the xience stent and successfully sealed off the perforation. Later that day the pt was brought back to the cath lab because both the graftmaster stent and xience stent had developed in-stent thrombosis. A balloon catheter was used to successfully treat the in-stent thrombosis. The pt was fine. No add'l event or pt info is available.